Manufacturer narrative:
H6 patient codes: cardia perforation e0604 code added.

Event description:
It was reported that there was a pericardial effusion. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and then performed a transesophageal echocardiogram (tee). The tee imaging showed that there was a pericardial effusion, and the patients' blood pressure was dropping at the same time. The physician performed a pericardiocentesis and drained the effusion. The effusion resolved and the patients' blood pressure stabilized. The procedure was ended with no closure device implanted in the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.

Event description:
It was reported that there was a pericardial effusion. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and then performed a transesophageal echocardiogram (tee). The tee imaging showed that there was a pericardial effusion, and the patients' blood pressure was dropping at the same time. The physician performed a pericardiocentesis and drained the effusion. The effusion resolved and the patients' blood pressure stabilized. The procedure was ended with no closure device implanted in the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.